Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Device implant by dr. (B)(6). Uneventful device explant (B)(6) 2015 by dr. (B)(6). The explanting site reported that it appeared the linx may have been implanted below the target location. A fundoplication was performed at the time of device explant.